Manufacturer narrative:
The following devices were also listed in this report: mrh xs/s/m long xover; cat# 64812103; lot# unknown. Gmrs dist fem comp sml r 65mm; cat# 64952020; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding arthrofibrosis involving a krh tibial component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was unknown. -complaint history review: could not be performed as lot code information was unknown. Conclusion: it was reported that the patient was revised due to arthrofibrosis. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Information received from (B)(4) indicates the following: arthrofibrosis. All components removed. Right knee.